Event description:
The hosp reported that at the completion of a multiple coronary artery bypass graft procedure, first heartstring seal didn't unravel completely during the removal process and the second cracked during loading process. The seal was removed without damaging the anastomosis, and a replacement was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.